Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer had disconnected from the device. Troubleshooting was performed but the display did not return. It was noted that there was a past incident where battery acid leaked inside the battery compartment. The device will be replaced. The device will not be returned for analysis.